Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Testing included ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion, and all tests passed. A review of the event history log revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump constantly alarmed downstream occlusion. There was no patient involvement. No additional information is available.